Event description:
It was reported that patient presented for follow-up in clinic. It was noted that implantable cardiac defibrillator (ICD) went into back up mode due to use of magnetic resonance imaging (MRI) procedure in off label MRI environment. It was also noted that high voltage therapies were disabled. Programming changes were made. Patient condition was stable.